Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging a meter memory issue with their onetouch ping meter ¿ there were results missing from the meter memory. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the issue started on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and stated that they did not make any changes to their diabetes management regimen as a result of the alleged product issue. ¿two days¿ prior to this the patient stated that they had experienced symptoms of ¿dry mouth, shaky and dizzy.¿ in response to these symptoms, on (B)(6) 2015, the patient received ¿insulin and fluid¿ from a healthcare professional (hcp). The specific treatment which was received was not noted. The patient also had their blood glucose measured by the hcp at this time, but could not recall the results which were obtained. At the time of troubleshooting the cca walked the patient through resolving the issue, but was unable to resolve the issue. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient claimed to have experienced symptoms suggestive of serious injury it was noted that these symptoms occurred before the alleged product issue started. Therefore, the alleged issue could not have contributed to the onset of these symptoms and requirement for treatment. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.